Manufacturer narrative:
The device is not expected to return for evaluation. No lot number was provided. Therefore, a review of the device history record and complaint database could not be performed. If the device returns, an investigation will be performed at that time.

Event description:
The physician was using the catheter in tortuous anatomy when the tip detached inside the patient. The tip was retrieved with a snare with no injury or damage to the patient.